Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that every once in a while, when the patient¿s belt fell down and hit the implantable neurostimulator (ins) and put ¿too much pressure on it¿, he got ¿a little jolt for a second¿, until he pulled his pants back up. This was reportedly ¿normal¿. Once in a while, if the patient ¿moved wrong¿ or the patient¿s pants slipped down he got an ¿extra little jolt¿ as well. This happened ¿just once in a blue moon¿. It was noted that the patient could see his ins ¿easily¿ and was slender than most patients. If additional information becomes available, a follow-up report will be submitted.